Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela front panel assembly, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a faulty florescent in the lcd display.

Manufacturer narrative:
(B)(4). At this time, the customer has not responded to requests for additional information regarding this event.  A carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the screen on the ventilator was blank, but the ventilator ventilated with a test lung. The fsr replaced the screen and completed performance testing. The unit is operating per manufacturer's specifications. The suspect screen was returned to the carefusion failure analysis laboratory. Upon completion of the device evaluation, a follow up report will be submitted.

Event description:
The customer reported that the ventilator went "vent inop" (ventilator inoperative) while the device was on a patient. The ventilator was switched out and there was no patient harm.